Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2023 patient went to emergency room and hospitalized and the issue is infusion set cannula were kinked and patient also in ICU and caller reported supplies is for 3-4 days. The blood glucose level was high and patient is addressing issue due to correction bolus via multiple daily injection. The patient receive treatment via IV and fluids of saline and insulin. The customer release form hospital on (B)(6). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.